Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for post lumbar laminectomy syndrome. It was reported that during the original implant on (B)(6) 2007, they tried to put that rubber part with the leads on it that looked like a fishing lure, but the patient's nerves were wired funny, so they couldn't put it in and had to implant 3 lead wires instead. They woke the patient up during surgery to see how the stimulation was but the patient was feeling it in the stomach like a horseshoe shape, and the patient was feeling things in both legs that were strange. It was all messed up when the patient woke up and so they had to take everything out and put in 3 separate wires.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was told that the leads cannot be replaced. The patient stated that on the day of implanting surgery the "main part" and "rubber things didn't work". The patient further explained that the lead that was implanted first didn't work so they had to implant two of the "test wires" down the left and right side of patient's spine. The patient said a 3rd lead was down the middle and has 4 bigger electrodes spread apart to get in the patient's spine. The patient said they can see the electrodes on an x-ray. The patient added that this is why they can only get the ins replaced and not the leads. No further complications were reported/anticipated.